Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered for high sic (sensing integrity counter) count, high impedance swings, and high rate nst (non-sustained tachycardia) episodes on the right ventricular (rv) lead. It was noted that the lead noise oversensing was occurring in the rv bipolar egm (electrogram) and that noise oversensing was reproducible with physical maneuvers. Until the rv lead can be replaced the alerts lead were turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.